Event description:
During an acdf procedure at c4-cy on (B)(6) 2011, pt was implanted with a 3-level vectra plate (04.613.248). X-rays taken 6 weeks post-operative indicate "the c7 screws project anterior to the plate and may have retracted and lucency of the c6 screws suggestive of movement/loosening." Pt has not been revised and screws currently remain in the pt. Reportedly the screws that were placed were p/n 04.613.514, p/n 04.613.564. Which screws backed out and which ones are loose were not provided on completed questionnaire received. This is one of five reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. It was reported that patient was implanted with seven (7) screws used in procedure with part number listed as (B)(4). An additional screw, also part of the procedure, has a part number listed as (B)(4). The 510k number for all of the screws with each associated part number is k071667.

Manufacturer narrative:
Possible lot numbers for this complaint: 04.613.514: 4.0 mm ti cervical self-retaining screw, 04.613.564: 4.5 mm ti cervical self retaining screw. The investigation could not be completed, no conclusion could be drawn, as no product was returned. Without a lot number the device history records review could not be completed.